Event description:
A customer reported feeling unwell and went to the emergency room (ER) after her pump alarmed low during lunch and her blood glucose (bg) test showed 47 mg/dl. Prior to going to the ER, the customer consumed carbohydrates in attempt to resolve the low bg. While in the ER, the customer was given carbohydrates to resolve the low bg. The cause of the low bg was unknown. No issues were found with the pump, cartridge, infusion set, or insulin. A system check was performed on the pump, and it was determined that the pump functioned as intended. The customer was released the same day without any permanent damage and the reported issue resolved.